Event description:
Initial results for a pt troponin t was 0.136 ng/ml. When repeated, the result was <0.010 ng/ml. The incorrect result was not used to guide therapy. The field service rep was unable to confirm any malfunction of the system.